Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt says ins is not charging and started about 3 weeks ago. Pt says it was taking longer to charge implant, and then 3 weeks ago it stopped working. Pt had last charged about 2 days before that, so agent does not suspect an over-discharge. Pt sees poor communication on both their programmer and insr (insr). No damage on insr antenna cord. Pt called local rep about a week and a half ago, and was told to call. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from the patient (pt). They reported that their implant stopped working because it wouldn't take a charge and it was about 3 weeks before they were able to get help. Pt reported the device does not work like it did when it was new. Pt noted they cannot use the device as it's meant to be used for pain management. Pt called a local medtronic rep to solve the issue and they did troubleshooting. To resolve the issue, pt had to sit in one spot for 2 hours with a rep to charge the implant enough to enter the reset code. It took them non-stop 14-20 hours of charging and then they met with the rep for a reset code and then charged every day to 100%. Pt reported that the issue has not been resolved. They cannot use the device as intended because if they u se it for 2 hours, it takes about 4 hours to charge to 100%. So the pt is not using it for their pain management.